Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users were unable to login to the patient encounter system (pes). A technical support specialist confirmed that the server had been offline approximately 40 minutes prior. The server was customer-managed, advised customer to contact their hospital information technology (hit) team for further support. Later tss verified that server was back online and established remote access, noting a central processing unit (cpu) uptime of approximately 18 minutes, indicating a recent reboot, ran a downtime query and found no issues, also verified that no disconnected flag was present on carefusion coordination engine (cce) and confirmed that carefusion coordination engine (cce) messages were current, successfully accessed the patient encounter system login without any issues. The system functioned as intended after the hospital information technology team and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple users were unable to login to the patient encounter system (pes). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.